Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, it was reported by the parent via email that the pediatric patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. The patient experienced hypoglycemia and was treated by unspecified means in the emergency department. The bg was 30 mg/dl while the cgm was 80 mg/dl when emergency medical service evaluated the patient. There was no documentation of symptoms at the time of the event and medical intervention was not specified. Due diligence attempts to contact the reporter for more information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.